Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, the distal portion of the lead was returned in one piece measuring 52.2cm. An internal insulation abrasion was noted breaching all the lumens between the shock coils at 8.0cm to 10.1cm from the distal tip. The etfe cable coating of one re cable and ptfe liner were abraded in this location. External insulation abrasion due to friction to another device or feature of the heart was noted breaching the re cable lumen at 11.4cm to 11.6cm from the distal tip. The etfe cable coating was not abraded in this location.

Event description:
This report is to advise of an event observed during analysis.